Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deliver current to the stonetome, but the cutwire failed to conduct electricity. Additionally, there was no visible damage noted to the complaint device prior to use. The procedure was completed with another stonetome using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Result: no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be twisted. A visual examination of the returned device found that the working length was twisted. Functionally, a resistance test was performed, and found to be within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deliver current to the stonetome, but the cutwire failed to conduct electricity. Additionally, there was no visible damage noted to the complaint device prior to use. The procedure was completed with another stonetome using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.